Manufacturer narrative:
The customer¿s report of a leak at the 4-way parallel connector was confirmed. The set was visually inspected and the 4-way parallel connector was stained yellow/light brown. Functional and pressure testing confirmed a leak at the engagement of one of the tubing ¿arms¿ to the 4-way parallel connector engagement further visual inspection of the parallel connector under microscope observed a solvent line that indicates the tubing had been inserted to the correct depth within the connector. It also appears that the solvent application was sufficient. The root cause was identified as a sink condition in the connector (supplier issue).

Event description:
The customer reported that during the past month the nurses are noticing leaks at the bifurcation of the trifuse extension set. It was reported that the user observed the infusion lr backflow when the leaks are observed, there was no tools used on the extension set to tighten any of the sets. There was no report of patient harm. The events are occurring in the operating room.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitant medical product: orange swap caps.

Event description:
The customer reported that during the past month the nurses are noticing leaks at the bifurcation of the trifuse extension set. It was reported that the user observed the infusion lr backflow when the leaks are observed, there was no tools used on the extension set to tighten any of the sets. There was no report of patient harm. The events are occurring in the operating room.

Event description:
The customer reported that during the past month the nurses are noticing leaks at the bifurcation of the trifuse extension set. It was reported that the user observed the infusion lr backflow when the leaks are observed, there was no tools used on the extension set to tighten any of the sets. There was no report of patient harm. The events are occurring in the operating room.